Event description:
It was reported via user medwatch (B)(4) that tip detachment occurred. The 99% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 185cm pt guidewire was advanced into the lesion. However, during the procedure, the wire tip broke off at a distal side branch of the artery. The tip did not cause chest pain and the patient remained hemodynamically stable. No evidence of perforation of the distal vessel was noted. The tip was left in place as the clinician felt that the risk to retrieve the object outweighed the risk of leaving it in. A 3.0 x 22mm drug-eluting stent was successfully placed with a reduction of stenosis in the artery to 0% and return of blood flow. No further complications were reported.

Manufacturer narrative:
B5. Describe event or problem- updated. (E1) initial reporter title: updated from ms. To dr. (E1) initial reporter first name: updated from (B)(6). (E1) initial reporter last name: updated from (B)(6). (E1) initial reporter phone: updated from (B)(6). (E3) occupation: updated from nurse to physician.

Event description:
It was reported via user medwatch (B)(4) that tip detachment occurred. The 99% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 185cm pt guidewire was advanced into the lesion. However, during the procedure, the wire tip broke off at a distal side branch of the artery. The tip did not cause chest pain and the patient remained hemodynamically stable. No evidence of perforation of the distal vessel was noted. The tip was left in place as the clinician felt that the risk to retrieve the object outweighed the risk of leaving it in. A 3.0 x 22mm drug-eluting stent was successfully placed with a reduction of stenosis in the artery to 0% and return of blood flow. No further complications were reported. It was further reported that the patient was stable post procedure and stayed overnight per post stent protocol. The patient was then discharged the next day.